Event description:
The patient was discharged home on pod #4.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm bioprosthetic pericardial mitral valve, implanted for 12 years and seven (7) months, underwent a valve-in-valve procedure due to severe mitral stenosis and mitral insufficiency. The tmvr was performed with a 26mm edwards transcatheter heart valve. The tee data confirmed adequate valve replacement procedure without evidence of residual stenosis and/or regurgitation. The valve appeared well seated at the annulus plane. The procedure was successful and no complications were noted. The patient was transferred to cardiovascular ICU in stable condition.